Event description:
It was reported the patient underwent a double valve replacement in 2009, where this valve was implanted in the aortic position. An echocardiogram conducted 6 weeks later, showed the valve was immoble. The mean gradient across the valve was 63 mmhg. Therefore, reoperation was performed. During the explant procedure, this valve was observed to be immobile and fixed in a partially open position. There was pannus/clot on the surface of the valve and valve hinge. The valve was removed and replaced with a smaller 19 mm regent valve (model 19agn-751). Postoperatively, the patient was reported to be stable.